Manufacturer narrative:
Patient information and event date was requested, but no response received. Alarm information was also requested.

Event description:
The customer reported that the ventilator went inop while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Updated.

Manufacturer narrative:
Failure analysis on the returned cpu board, motor controller (mc) board and blower shows that the cpu and mc board and blower were installed in an fi test ventilator. The blower ramped up correctly above 30000 rpm at 10 cm h20 target pressure without connected patient circuit. The ventilator was powered only by ac without backup battery and power cycled every 30 seconds over two hours. No errors occurred and no failure was found.